Manufacturer narrative:
As reported, the double arm meniscal repair needle and the broken piece are not expected for evaluation, as both were discarded at the user facility. Without the actual device, an evaluation could not be performed and the root cause of the alleged "breakage" was unable to be determined. However, evaluation findings from similar complaints revealed that the most probable cause of this type of reported breakage is due to excessive force and/or a possible misuse of the device. A review of the device history record could not be performed, as the lot number was not provided by the user facility. (B)(4). To date, there have been no patient long term adverse effects reported for this device. The risk analysis was performed and the risk related to the needle tip breakage has been evaluated as acceptable. The double armed suture needle is an implantable suture device, which facilitates percutaneous or endoscopic soft tissue repairs, including the repair of the meniscus. To reduce the risk of needle tip breakage and patient injury, the information for use (IFU) provides the user the following precautions and warnings: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. The double armed suture needle should only be used with the designated surgical instruments as outlined above. The device should be inspected for damage prior to use. Do not use a damaged device. It is the surgeon's responsibility to be familiar with the appropriate surgical technique prior to use of this device. The risk of premature failure is reduced by following the specified instructions for use listed below. Improper insertion technique may cause breakage of the device or suture or premature failure. Device was discarded at user facility.

Event description:
The user facility reported that during use of the double arm meniscal repair needle in an acl arthroscopic procedure, the needle broke off in the surgical site. The broken piece was removed and the joint flushed out. The procedure was otherwise completed successfully with no patient injury or surgical delay. The patient was discharged as per routine procedure for this type of surgery. This report is raised on the basis of potential injury with recurrence.